Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Upon functional testing, the fse found that the cause for the issue was suit pc and x-ray pc as the suit pc was not allowing to redownload the software and the x-ray pc will not turn on. The defective suit pc and x-ray pc were returned for analysis, and it confirmed that the suit pc had issue with hdd bay and x-ray pc had missing the hdd and ssd. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue the fse replaced the suit pc and x-ray pc and reinstalled the software and licenses. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.